Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device was not returned. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient is reported to have had a very complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ventricular assist device (vad) implant, the patient¿s health continued to deteriorate and the patient subsequently expired. Patient¿s autopsy report revealed that patient had areas of hemorrhage in the gastrointestinal region. The patient also had hemorrhage overlying the cerebellum. The site further reported that the patient¿s official cause of death was chronic systolic heart failure, acute right ventricular heart failure and acute respiratory failure.